Manufacturer narrative:
Citation: haas et al. The risk of infective endocarditis following interventional pulmonary valve implantation. A meta-analysis. Cardiology in the young: volume 29, supplement 1, pages s1¿s196. 53rd annual meeting of the association for european paediatric and congenital cardiology (aepc). Fibes conference and exhibition centre, seville, spain. May 15¿18, 2019. Doi:10.1017/s1047951119000489. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding infective endocarditis following interventional pulmonary valve implantation. All data were collected from a meta-analysis review of 47 articles published between january 2000 and december 2018. The study population included 4117 patients (demographics not provided), 3616 of which were implanted with a medtronic melody valve (unique device identifier numbers not provided). Among all melody valve patients, 214 were diagnosed with infective endocarditis (ie). The time from implant to ie diagnosis was not provided. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects, product performance issues, or interventions were reported.